Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'does not recognize the open door'. The cause was determined to be a failing upper latch switch. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not prompt to load tubing/did not recognize the open door. This occurred in the emergency room department during programming/setup. There was no patient involvement. No additional information is available.